Event description:
It was observed during olympus' device inspection that the bronchovideoscope displayed an e237 scope error, was not displaying the image, and had corrosion on the plug unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, due to corrosion on plug unit, e237(scope error) occurs and no image is displayed, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.